Manufacturer narrative:
Product ID 8709sc,serial# (B)(4), implanted: (B)(6) 2009. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the cause of the withdrawal symptoms were not determined. The catheter dye study was normal and the pump had the expected volume. It was noted there could be a "microtear". The patient wanted the pump taken out. The patient took periactin which helped anxiety and itching. The patient also took oral baclofen for spasms and was given benzo. There was no change in dose though it was suspected the pump was not working. The hcp may want a MRI to evaluate for granuloma in/near catheter tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000mcg/ml at 980mcg/day via an implantable pump. On (B)(6) 2020 the healthcare provider reported that the patient came into the ER (emergency room) with baclofen withdrawal that started about 2 weeks ago. Per the healthcare provider the patient¿s pump was also alarming and was unsure if it was the critical or non-critical alarm. After interrogation of the pump, they saw the error message "pump stopped due to safety count" and after aspirating from the reservoir they confirmed there were no volume discrepancies and no otherissues. They were able to update the pump just fine. The patient was still admitted in the hospital and per the healthcare provider they would keep an eye on the patient. Additional information was received on 14-apr-2020 from another healthcare provider who reported that the patient¿s withdrawal symptoms were ¿flushy, itchy, increased tone, and tachy¿. They had checked the logs and no issues were seen except a ¿pump stopped safety count.¿ the healthcare provider stated that there didn't appear to be any issues with the pump and stated he did hear an alarm in the ER (emergency room) last night. The pump alarms were reviewed and the healthcare provider stated the sound he heard was something different. They would be doing a catheter dye study to see if there are any issues. No further complications were reported regarding the event.